Event description:
This is a report a patient who experienced peritonitis caused by a break in aseptic technique further described as reusing a minicap. The patient was not hospitalized for the event. On an unreported date, the patient's treatment started with injection (inj). Vancomycin (1 gm stat dose, ip, and frequency not reported), inj. Amikacin (100mg, once daily [od] and ip), inj. Cefizox (1gm, od, and ip), and inj. Reflin (1gm, od, and route not reported) for peritonitis. Retraining on proper aseptic technique was performed. The patient's catheter was removed and the patient is doing well now.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.